Event description:
Customer reported the panorama central station displayed an orange screen, which may have affected telemetry monitoring. No patient injury was reported.

Manufacturer narrative:
Company representative evaluated the system. Corrections included a replacement of the system's hard drive. System was tested to factory's specifications.